Event description:
The customer stated that, the axsym rubella igg reagent gave a calibration error on the first use. The analyzer system maintenance was performed by the abbott field service engineer and the assay was recalibrated but the same error occurred. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.